Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced pain at the ipg site. Reportedly, the patient had his ipg upgraded to burst and follow up determined that the patient experienced ineffective therapy. As a result, surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. In addition, the ipg pocket was revised.

Event description:
Follow up information identified it is unknown when issue began for the patient. The patient experienced back and leg pain and the lumbar system was intended to address that pain. The patient had adequate coverage but it is unknown if stimulation ever effective. The issue has been resolved with the ipg replacement and ipg pocket revision.